Event description:
It was reported, the patient experienced increased spasticity. The logs were checked and revealed a motor stall and no motor stall recovery. The pump was replaced (B)(6) 2013. The patient status at the time of the report was indicated as alive, no injury the pump was used to deliver lioresal. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information later reported the patient was under control with new codman fixed rate pump implanted. The pump was used to deliver ¿baclofeno sun¿. The reporter further clarified it was not lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to gear wheel 3.